Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/23/2017. The device has been returned and evaluated by product analysis on 03/06/2017 with the following findings. The black box data from the date of the even had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump was able to properly calculate bolus deliveries. The alleged issue could not be duplicated.

Event description:
The patient contacted animas on (B)(6) 2014 that they had a blood glucose of 1.6mmol/l with fatigue, nausea, dizziness, difficulty speaking, unsteadiness when standing, and confusion. Customer support reviewed the pump and all settings were correct. The basal delivery totals in total daily dose match active basal program total and the basal history matches the active basal program settings. The patient stated that they overrode the dosage recommended by bolus calculator feature and that they bolused without eating. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.